Event description:
It was confirmed that the im reamer head remained within the patient's femoral canal post operatively. While performing an exeter thr the femoral canal was reamed, the surgeon did not use a guide wire and the 12mm reamer head became detached inside the pt's femur. The surgeon made the decision to leave the reamer head in the pt. A cemented exeter stem was implanted.

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.